Event description:
Hyperglycaemia(hyperglycaemia). This spontaneous case, reported by a pharmacist as "hyperglycaemia" concerns a pt treated with novomix 30 flexper (dual-acting insulin aspart) since an unk date. On an unk date the pt's blood glucose increased (laboratory values not reported). The outcome is reported as unk. Analysis result: product 1: novomix 30 flexpen 100 u/ml 3 ml, lot no: rp51158. The returned product was examined visually. Furthermore the parameters identity, assay, degradation, and insulin aspart related impurities were examined. The product was found to be normal. The results were found to comply with specifications. Pen parts/mechanism. Technical examinations were performed. The dose accuracy was measured by weighing. The result was within acceptable limits. During testing of the flexpen it has not been possible to detect any irregularities. Product 2 : novofine g31, lot no: unk as the needle was already attached to the flespen when it was returned for testing. The returned product was tested for flow of insulin through the needle. Needle conclusion: during testing of the actual needle(s), it has not been possible to detect any irregularities.